Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4412 - movement disorder.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026, the patient experienced hypoglycemia. The patient woke up and was shaking and unable to stand up. The cgm was reading 55 mg/dl, this was confirmed with bg measurements. The patient alleged the device did not alert for hypoglycemia. The patient needed assistance form his wife to provide him with something to drink. At the time of the report the patient was fine. No other details were documented. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.